Event description:
It was reported that customer experienced cgm error 42 while using pump with g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support through complete pump reset, confirmed pump was in warranty, and planned to use multiple daily injections as backup therapy, and technical support confirmed shipping address for replacement pump; customer was instructed to place pump in storage mode before returning it, and was advised to reenter pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.